Event description:
The customer stated that the cell dyn sapphire has been underestimating the cd3 by approximately 10-20% over the past year versus the beckman coulter flow cytometry. The results provided by the customer were: (B)(4) cd sapphire-cd4=36.9%; beckman coulter cd4=68%; cd sapphire - cd3=51.5%, cd8=12.6; beckman coulter cd3=87, cd8=16. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, a review of labeling, and a review of service history. The customer observed the cell-dyn t-cell immuno assay (cd 3/4/8), list number 07h22-01, generating lower cd 4t % results when compared to 2 other non-abbott systems. The submitted results came from 3 different instruments, reagent systems, and presumably, operators. For subject I, tested at (B)(4), the comparison of absolute results was very good. For subject ii, the results indicate the sample was tested at (B)(4) one day after the sample was collected and tested on the cell-dyn sapphire. The difference between sample processing of this specific sample may have affected the results. A review of complaints did not identify any similar issues. A review of service history for the cell dyn sapphire, serial number (B)(4), also did not find any similar issues as this complaint. A review of labeling found that the product labeling adequately addressed the customer's issue. Based on the investigation a product issue was not identified for the cell-dyn t-cell immuno assay (cd 3/4/8), list number 07h22-01.